Manufacturer narrative:
Cpi's analysis found: the proximal rate sense conductor coil filars, all 4, are fractured at the distal end of the terminal pin barrel. Fractured conductor coils are most likely due to a load being applied to the lead either at implant, or due to the position of the lead in the body, coupled with movement.

Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service. An invasive procedure was performed and the physician found an insulation break. The physician elected to cap the rate sensing portion and replace it with a new rate sensing lead.